Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received external flash crc error. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. We were unable to verify operating currents or alarm due to blank display. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. After battery installation, pump counted up to seven and gave an unexpected blank display. The problem was isolated to the motherboard. The insulin pump was received with blank display anomaly during boot up stage due to short at mother board. We were unable to verify external flash crc error due to unexpected blank display.